Event description:
The customer reported the ability to view a fluoroscopic image was lost. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hv (high voltage) cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.